Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer was receiving a battery out limit alarm.the customer's blood glucose was 468 mg/dl. The customer stated they would treat their blood glucose with the insulin pump. Customer was advised it was normal for the insulin pump to alarm no delivery after a battery change. No additional information provided.